Event description:
It was reported that the setscrew would not accept the wrench. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported filed event of the wrench not inserting into the set screw was verified. Analysis found medical adhesive and the hex inset was stripped. After removing the adhesives, the wrench could be applied.